Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n337342, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, lot # h821113009, implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that a patient death occurred. The patient had a laminectomy and, two days later, was discharged from the hospital. The next day, she passed away of a suspected overdose. At the time of this report, it was unknown if the pump was involved in the overdose or not. It was later reported that the death occurred on (B)(6) 2013. The device system was used to deliver bupivacaine 30mg/ml at 11.996mg/day.